Manufacturer narrative:
Additional information: g4, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified specialty therapy device under infused during infusion. The expected therapy time was 48 hours, however, at the end of the infusion time approximately 25% of the solution remained in the device. The infusor contained fluorouracil infused through a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.